Manufacturer narrative:
As the lot number for the device was provided, a lot history review will be performed. The sample was not returned to the manufacturer for inspection/evaluation; however, the photo was provided for review. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 0602680 implantable port allegedly experienced failure to advance and obstruction of flow. The information was received from a single source. This malfunction involved one patient with no patient consequences. A (B)(6) female patient weight was not provided.

Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation; however, the photos were provided and reviewed. The investigation is inconclusive for the reported difficult to insert and suction problem. Based on the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 0602680 implantable port allegedly experienced failure to advance, difficult to insert, and suction problem. The information was received from a single source. This malfunction involved one patient with no patient consequences. The female patient is 51 years old and weight was not provided.